Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0dtk0, implanted: (B)(6) 2013-, product type: lead. Product ID: 3889-28, lot# va0dtk0, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that there was an absorbable suture on the skin and the patient thought it was the lead but it was not. The event was not attributed to any of the patient's devices and it was not a lead wire issue. It was noted that there were no abnormal impedance measurements. The patient had a visit at their health care provider's (hcp's) office on (B)(6) 2014. It was reported that the hcp examined the patient and reassured them that it was a suture and not the lead poking through the skin. The patient did not require hospitalization due to the event and the patient outcome was no injury.

Event description:
It was reported the patient was given the okay to remove the bandage two days prior to report after a lead revision they had a week and a half prior to report. It was noted the patient showered the day after removing the bandage and that day their clothes kept catching on something. The patient stated they felt around the night prior to report where their clothes were catching and there was a little wire sticking out. Reportedly, the patient called the on-call doctor and they advised the patient they were at high risk for infection and should go to the emergency room.